Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion (premature battery depletion (pbd). The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.